Event description:
New feeding bag was hung for a tube feeding, once primed and set up on appropriate feeding pump, the pump kept alarming for no flow. The tubing would prime in the pump and prime out of the pump. There were no kinks noted in the tubing, however flow was not able to be established. New bag obtained and no issues.